Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus and touch screen were not working together and the overlay/bezel assembly was replaced and the stylus calibrated to resolve. Analysis also noted that the power supply fan was noisy and it was also replaced. (B)(4).

Event description:
It was reported that the programmer's screen and its stylus touch pen were not working together. The programmer was returned for service. No patient complications have been reported as a result of this event.